Event description:
In 2007, a male with a history of renal failure and hypertension was implanted with a gore propaten vascular graft in an a-v access procedure. At approximately 9 months and again at about 23 days later, thrombosis with stenosis was found and an intervention of a thrombectomy and pta was performed each time. At about 31 days later, the pt presented with a pseudoaneurysm and a jump graft intervention was done. Further investigation is pending.

Manufacturer narrative:
Device remains implanted.